Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom from the hospital on (B)(6) 2015, to report a hyperglycemic episode resulting in hospitalization. Patient reported that hospitalization was not dexcom related. Patient reported feeling dizziness and nausea on (B)(6) 2015. Patient's wife drove patient to the hospital which was only a few minutes away. Patient was admitted for a hyperglycemic episode and diabetic ketoacidosis (dka). Patient reported that he was in the intensive care unit (ICU) for 3 days before he was transferred to a regular room. Patient was discharged on (B)(6) 2015. Patient reported that he is currently receiving follow up treatment with his endocrinologist. Patient stated that he is taking an increased dosage of insulin and plans to schedule a follow up appointment monday, (B)(6) 2016. Patient further reported experiencing episodes of high blood sugar in the past. At the time of contact, patient reported current condition as "recovering". No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis (dka).